Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was disconnected from the ilet during a hospitalization and, upon discharge and reconnection, experienced hyperglycemia with glucose readings reported as ¿high¿ (over 400 mg/dl) that persisted for more than three hours before trending down after resuming insulin delivery following a full supply change. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included device alarms for prolonged high glucose and no use of backup therapy or ketone testing, with the user self-monitoring until glucose began to decline. Investigation included troubleshooting and user education, including guidance on reconnection, supply change, and expectations for automated correction. Investigation of this case revealed that the device resumed insulin delivery as designed with downward glucose trend observed, and no device malfunction was identified; the cause of the hyperglycemia remained unclear given recent disconnection. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.